Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was noted to be cracked; however, the pump was still functional. The customer did not know how the touchscreen became cracked. The customer's blood glucose (bg) level was 290 mg/dl. However, customer stated that elevated bg level was due to allergies and was unrelated to the touchscreen issue. A bolus was delivered via the pump, to address bg level. Reportedly, the customer would continue to use the pump for insulin therapy.